Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red, raw, and bleeding skin irritation under the front therapy electrode pad. The patient did not seek medical intervention. The patient applied an anti-fungal cream to the irritation. Follow-up attempts were unsuccessful and the medical outcome of the patient's irritation is unknown.